Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: review of the black box data shows records from 04 dec 2015 -12 dec 2015. The black box data from date of the complaint had been overwritten due to continued patient use. Therefore, investigation was unable to confirm the complaint. The available black box data did not show any evidence of short battery life. On investigation, the pump powered on using the returned battery cap. Battery cap was able to fully tighten onto the pump. The battery compartment was intact and without damage. Electrical current draws were evaluated and found to be within specifications. A "battery life" issue was not duplicated during investigation. The pump was opened for inspection and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging power (battery life) issue. Animas customer support attempted to contact the reporter for further information, but the reporter did not respond. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.